Event description:
The customer reported that the insulin pump alarmed. During the call, the customer mentioned that she was hospitalized for hypoglycemia and diabetes ketoacidosis. The customer stated that she was admitted with a glucose level of 27mg/dl and then the glucose level increased to 500mg/dl. The customer fell dizziness, thirst, and constant urination. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.